Manufacturer narrative:
User has been contacted three times requesting additional infomation. Injuries incurred are not consistent with a heating pad burn, photos attached.

Event description:
Customer reported heating pad burnt my leg.